Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the telemetry device did not generate alarms for st elevation in this patient with an active stemi myocardial infarction, which resulted in an escalation in care. It was indicated the delay in care was not significant as the telemetry technician noted the issue; however, it was also noted the lack of alarm resulted in no code being called and this brought the end-of-life directives to the family's attention. After this time, the patient's resuscitation status was changed to dnr and comfort care until they passed away. Biomed checked the configuration, revealing the st analysis alarms were defaulted to off, so they were turned on; however, simulated st elevation did not trigger an alarm. Onsite assistance was requested for further troubleshooting. Based on the information received to date, the device was functioning per the configuration.